Event description:
An intra-aortic balloon was inserted under fluoroscopy. Blood loss was noted at the juncture between the cuff adapter and the hub of the sheath which could not be remedied by suturing. The balloon was immediately discontinued, and another balloon was inserted sheathless. No other complications were noted.